Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed.

Event description:
Information received indicates the head hi/low function is drifting down after being raised.